Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the physician reported that of the patients previously reported with uveitis, all have achieved good refractive outcomes and no patients that have been released from treatment have a loss of best-corrected visual acuity (bcva).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported multiple patients that developed mild uveitis and severe pigment dispersion glaucoma following refractive surgery. Reported patient with initials aa had cells, pigment and flare in both eyes post-operatively. During the post-operative period the patient was prescribed multiple medications including topical steroids, a adrenocortical steroid ointment, lubricating drops and gel, intraocular pressure (iop) lowering drops, a diuretic pill to lower iop, antiviral pills, and a non steroidal anti-inflammatory medication. There are multiple related reports for this event. This report addresses the patient aa's left eye, and other manufacturer reports will be filed for the other patients.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of the logfile for the day of treatment shows during the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile shows multiple successfully performed, but the review of the complete day shows no abnormalities or deviations. Clinical application specialist (cas) stated there is no known correlation between the device itself and uveitis or glaucoma. Most likely there might be a relation between instrumentation or medication. No technical root cause could be identified. Anterior uveitis is not related to the device. Reported event is related to the environmental conditions in the clinic or the to the process they apply pre- and postop surgery. The manufacturer internal reference number is: (B)(4).